Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 275cc gel breast prostheses when the left breast prosthesis ruptured post implantation. The rupture was diagnosed via mammogram and ultrasound. Imaging also diagnosed the patient with a granuloma in her left axilla region. Additionally, the patient developed bilateral breast ptosis post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2021. The removed devices were discarded following explant surgery. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, granuloma, bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor completed the investigation on the suspect medical device. The analysis was completed on a photo of the suspect medical device because the physical device was discarded and could not be returned to mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. In addition, the patient experienced ptosis and granuloma. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).